Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 52 mg/dl and was facing an issue with short battery life. The customer stated that the battery only lasts a day. Troubleshooting was performed and the customer stated that the pump is in vibrate or vibrate audio mode. It is unknown whether the customer was using the insulin pump system within 48 hours of the event. No further patient complications were reported. Advised the customer to replace the pump. The customer will discontinue the use of the pump and revert to a health care professional¿s plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with end cap removed and metal motor cap removed. Unable to perform the force sensor test and occlusion test due to removed metal motor cap. The pump passed the displacement test, rewind, prime/seating, basic occlusion test, active current test, and self-test were done before metal motor cap was removed. Unit failed to pass the sleep current measurement due to high current. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Low battery alert occurred on (B)(6) 2023 04:51 & (B)(6) 2023 05:46) and replace battery alert (B)(6) 2023 08:03 & (B)(6) 2023 13:26) and replace battery alarm (B)(6) 2023 08:34 & (B)(6) 2023 13:57) and power loss alarm (B)(6) 2023 08:45 & (B)(6) 2023 15:17) in history file and were expected. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic stack and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads cracked, cracked case (battery tube), scratched case. Charge/battery lasts less than expected is not confirmed. Unexpected battery power loss is confirmed and isolated to the electronic stack. Unable to confirm low bgs during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.